Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('menorrhagia / hypermenorrhea (first 2 days of menstruation very heavy)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. In 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), tinnitus ("tinnitus"), anaemia ("anaemia with uterine lining at 4mm"), palpitations ("palpitations"), nausea ("nausea") and headache ("headache"). The patient was treated with surgery (left and right hemi-salpingectomy with right and left coronectomy for ablation by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia had not resolved, the asthenia was resolving and the tinnitus, anaemia, palpitations, nausea and headache outcome was unknown. The reporter considered anaemia, asthenia, headache, menorrhagia, nausea, palpitations and tinnitus to be related to essure. The reporter commented: complete information from removal: left and right hemi-salpingectomy with bipolar forceps and chisel with straight coronectomy and left for essure ablation by laparoscopy. The postoperative course was simple. The patient is doing well since the withdrawal, she is less asthenic, but still has hypermenorrhea (first 2 days of menstruation very heavy). Chronology of events suggests a causal link with the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: did not reveal atypical lesions. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical history added; essure was inserted for tubal sterilization and was removed on (B)(6) 2019; since the withdrawal, she is less asthenic, but still has hypermenorrhea (first 2 days of menstruation very heavy). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), tinnitus ("tinnitus"), anaemia ("anaemia with uterine lining at 4mm"), palpitations ("palpitations"), nausea ("nausea") and headache ("headache"). The patient was treated with surgery (left and right hemi-salpingectomy with straight coronectomy and left for ablation by laparoscopy). Essure was removed. At the time of the report, the menorrhagia, asthenia, tinnitus, anaemia, palpitations, nausea and headache outcome was unknown. The reporter provided no causality assessment for anaemia, asthenia, headache, menorrhagia, nausea, palpitations and tinnitus with essure. The reporter commented: complete information from removal: left and right hemi-salpingectomy with bipolar forceps and chisel with straight coronectomy and left for essure ablation by laparoscopy. The postoperative course was simple. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: did not reveal atypical lesions. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.